Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, f, g, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked back through the valve during pretest. Also stated that there was no balloon rupture or tear occurred, and the water leaked from the valve, and it back flowed. Per follow-up information received via ibc on 15feb2023, stated that details about any resistance were not provided from customer.

Event description:
It was reported that sterile water leaked back through the valve during pretest. Also stated that there was no balloon rupture or tear occurred, and the water leaked from the valve, and it back flowed. Per follow-up information received via ibc on 15feb2023, stated that details about any resistance were not provided from customer.

Manufacturer narrative:
This complaint was related to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The affected syringe was manufactured by hanscent. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier ¿ hanscent. This investigation does not require a DHR review due to a closure letter not required for this complaint. Labeling review is not required as the investigation was confirmed related to supplier issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that sterile water leaked back through the valve during pretest. Also stated that there was no balloon rupture or tear occurred and the water leaked from the valve and it back flowed. Per follow up information received via ibc on 15feb2023, stated that details about resistance were not provided from customer.